Event description:
Portion of umbilical catheter noted on x-ray. Infant premature twin requiring intensive care follow-up, developed sepsis and required removal of retained piece of catheter. Damage tissue resulted.